Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged

Manufacturer narrative:
We checked the returned unit and confirmed that the suction channel clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the suction channel. In addition, we confirmed that the distal body broken, the light guide fiber bundle (lcb) broken, the angle wire corroded, the ccd driver pcb corroded, the electrical connector corroded, the control body disinfections damage, the u/d pulley wire worn out, the r/l pulley wire worn out, the light guide cable bump, and the ccd module pixels; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.